Manufacturer narrative:
Results: refers to the catheter.

Event description:
It was reported that the patient experienced severe spasticity and pain. X-ray observation noted catheter dislodgement. The patient underwent a catheter revision. The patient recovered without sequela. The pump contained a mixture of morphine sulfate and baclofen.